Manufacturer narrative:
(B)(4). Method: four complaint nasal masks were returned for evaluation. Three nasal masks were the bc801 (size medium) and the fourth was a bc802 (size large). The devices were visually inspected and performance tested. A production sample was also tested for comparison. Results: the visual inspection revealed that the masks had been used and that there was no damage or defects in any of the them. There was no physical difference between the complaint masks and the production sample when compared visually and the masks functioned normally during testing. Conclusion: we were unable to determine the cause of the masks becoming detached as no fault was found them. A lot check could not be performed as lot information was not provided. The user instructions that accompany the flexitrunk infant interface indicate in pictorial form the correct set-up and use/fitting of infant interface devices, as well as how to determine the right size of bonnet and mask to be used on a patient. The user instructions also instruct the user to "connect prongs or mask to nasal tubing ensuring that it is inserted fully."

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that the bc801 infant nasal mask was leaking and falling off. No patient consequence was reported.